Event description:
Patient at home on 1/20 when battery fault alarm started. Called on call vad nurse and was advised to come to the hospital. Log files downloaded and sent to engineers. Ebb batter changed with cessation of alarms. Ebb returned.